Event description:
During a right internal jugular insertion, the user experienced resistance when placing the sheath. The pt developed a mediastinal hemotoma which might have been caused by a venous tear from the sheath. There were no add'l pt complications.